Event description:
The stent was advanced to the target lesion and deployed. Another MFR's non-compliant balloon was utilized to post dilate. Upon attempted removal of the non-compliant balloon, the "wings" of the balloon pulled the stent back. The stent was successfully removed and another MFR's stent placed.